Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: the reported product has no UDI no. Allocated . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: office clerk. H4: device manufacture date: unknown due to unknown lot number. No sample was returned for investigation. When we received ten (10) reports related to damaged catheter, the user reported they have encountered similar issue/s in the past. Although we made several attempts to obtain the additional information, we were not able to obtain the detailed information. The sample was disposed by the user. As the lot information was not provided, we were not able to perform the manufacture inspection record checking. The concerned product type is continuously produced by fully automated machine, and an inner needle and a catheter are assembled by one-time operation. Furthermore, for all the products of concerned product type, a tip of assembly is being checked by special digital camera after inner needle and catheter are assembled. In case of any defects, such as tip-deformation or catheter tip occlusion, those defects will be detected, and the system will automatically segregate them from the line and reject. Furthermore, no similar incidents were reported from other facilities. As no detailed information was provided, we were not able to perform the thorough investigation. Relevant IFU reference: "do not attempt to re-insert a partially or a completely withdrawn needle.". Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
The distribution reported that the user facility encountered damaged catheter issues. It was unknown when the reported issue occurred or was noticed. There was no patient injury/medical or surgical intervention required. The procedure outcome and patient impact were unknown.